Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were harder to press. Customer also stated that the insulin pump had rejected new batteries, had rewound errors and random and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No failed battery test alarm noted. Device passed rewind test, basic occlusion test, however pump failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor, unable to confirm motor error alarm and no delivery alarm or performing excessive no delivery test and occlusion test due to prime/a33 anomaly. The motor was tested outside the device and passed.